Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nissen procedure, the right max button only worked intermittently. The shear was changed to another to complete the procedure. There was no pt consequence.